Event description:
It was initially reported by the nurse that they received low impedance on system diagnostics. System diagnostics results were normal on the prior visit ((B) (6)2009). Patient reported of not feeling normal or magnet stimulation the last two weeks. No patient manipulation or trauma was reported. X-rays have not been taken as yet. No additional information is received. Short circuit condition is suspected, however, there is no way to confirm this; therefore, the cause of problem is unknown at this time.